Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported that the patient is experiencing extreme pain at the ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the entire system was explanted.